Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 19-oct-09. Analysis noted, there were no leakage in the access port. The band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was broken with striations consistent with surgical damage and may have been made to facilitate removal of the device. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of 2000, clinical study, 299 pts total)." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." The device labeling addresses the reported event of the pain and dehydration as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% subjects included: ... Abdominal pain, dehydration, chest pain, incision pain, and ... Port site pain."

Event description:
Health professional reported pain, infection at the port site, and inadequate weight loss.